Manufacturer narrative:
(B)(4). This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found.

Event description:
It was reported that the external pulse generator (epg) had turned off when the battery was replaced while in use with a patient. After the battery was replaced, the on button was pressed, the device was powered on and pacing restarted; however, the epg should have remained on for the programmed 15 seconds. The epg was sent in for checking. No patient complications have been reported as a result of this event.